Manufacturer narrative:
Hw25550 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via review of the controller log files which revealed 2 high watt alarms and an increase in power consumption starting (B)(6) 2017 to parameters outside of normal operating range on (B)(6) 2017. Of note, it was reported that the patient received lysis therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts have exceeded the high power alarm threshold and may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad remains with patient.

Event description:
It was reported that following the implant of the left ventricular assist device (lvad) the patient experienced a thrombotic event on (B)(6) 2017. There were high watts and the patient was admitted to the hospital. Lysis with tenecteplase was performed on (B)(6) 2017. The international normalized ratio (inr) upon admission was 2.5 and 2.1 upon discharge on (B)(6) 2017. No further patient complications have been reported as a result of this event.